Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a thoracic catheter. The customer states that a chest tube was being removed from a patient because it was not draining. The customer reports that upon removal, the chest tube was noted to be broken almost in half. The customer reports the broken piece is approximately 4 inches from the side of the chest tube that was inserted into the patient and the broken part was inside the patient. The customer reports that all pieces came out and there was no harm to the patient and the tube was not replaced to date.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded. The catalog number was not provided by the customer on their initial medwatch form; however, the customer did provide lot number 206105964x and based on this lot number, it corresponds to covidien item # 8888561019.